Manufacturer narrative:
Addition attached medwatch from user facility.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The excluder iliac branch endoprosthesis instructions for use (IFU) states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Event description:
On (B)(6) 2016, the patient was being treated with gore® excluder® aaa endoprosthesis and iliac branch endoprosthesis to treat an abdominal aortic aneurysm and a common iliac artery aneurysm. It was reported that while advancing the hgb161207a/15079114 through the 12fr flexor® ansel guiding sheath the device would not advance. The physician made several attempts and kept meeting resistance, the delivery catheter eventually was in position and the device was deployed in the intended position. The physician then noticed under fluoroscopy that the distal olive had become separated from the delivery catheter and remained in the patient. Several attempts were made to snare the olive however, the olive was too far distal in the internal iliac artery. The olive was left inside the artery and the physician will monitor the patient going forward but did not see any cause for a serious injury due to the location of the olive in the artery. The procedure concluded with no further sequela. The patient tolerated the procedure.